Event description:
N/a.

Manufacturer narrative:
The hook handle (cev2295a) was returned to the service and repair depot: failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. The coating on the hooks were damaged; it was noted to be melted at the distal part. There were scratches and deep marks on the coating. Root cause analysis: the damages on the coating were likely due to an improper storage or cleaning of the device (use of scouring pads for example), which weakens the insulation and reduce the number of uses of the devices. No adverse trends identified. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that their medical and sterilization teams observed the coating of inserts/hook (cev2295a) were damaged too quickly. They could not use them 30 or 40 times as indicated by the manufacturer. They had to change and use more inserts. There was no patient injury, death or delay in surgery reported.